Event description:
On (B)(4) 2015, obtained following additional information about the complaint: components did fall into the patient but was removed by staff and there were no post-surgical complications. Intuitive surgical, inc. (Isi) made several attempts to contact the site and obtain additional details regarding 'components falling into the patient'; however, no additional information has been provided as of the date of this report.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wires on the pk dissecting forceps instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found one pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was no longer installed in the clevis and was missing. The clevis did not exhibit any damage or wear marks. The electrical continuity test passed. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.